Event description:
It was reported that the patient experienced chest discomfort. It was noted that unipolar sensing displayed a fractionated negative signal and high pacing impedance on the right ventricular (rv) lead. A cardiac perforation was confirmed via imaging. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section b5 updated.

Manufacturer narrative:
Correction: section b5: the pacing impedance was low not high. Correction: section h6: medical device problem code should have been "low impedance" not "high impedance".

Event description:
The pacing impedance was low not high.

Event description:
It was reported that the patient experienced chest discomfort. It was noted that unipolar sensing displayed a fractionated negative signal and high pacing impedance on the right ventricular (rv) lead. A cardiac perforation was confirmed via imaging. The patient was stable.